Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported via social media that a patient experienced a cerebral vascular accident (stroke). A left atrial appendage (laa) closure procedure was performed, and a watchman flx laa closure device was implanted. It was reported that at an unspecified time point, the patient was taken off anticoagulation medication and experienced multiple/many strokes. No further information was provided.

Manufacturer narrative:
B3: aware date was used as event date as actual event date was not known.